Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. Reportedly, the customer filled the cartridge with 300+ units. The customer was able to completed the load process with the same cartridge. There was no reported impact to the customer's blood glucose level.